Event description:
The following information was obtained upon review of a clinical trial database: a patient experienced maceration located on the second right toe wound with surrounding skin flap that had a "severe severity." On (B)(6) 2014, the following information was provided by the kci clinical trial associate: the patient's dressing was changed, and the wound was debrided. Date of debridement was not provided. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c. Therapy.